Event description:
In 2007, abbott point of care was contacted by a customer who reported that a pt was treated based on the following results from an I-stat chem8 cartridge lot p06302; sodium 113 meq/l, potassium >9 meq/l, chloride 101 meq/l, tco2 24 meq/l. Pt was treated with insulin and calcium chloride, na bicarb, d50, and possibly kayexolate. A tube drawn at the same time (as the sample tested on I-stat the same day) was sent to the lab and yielded the following results; sodium 123 meq/l, potassium 5.2 meq/l, chloride 88 meq/l, tco2 24 meq/l. There was no injury to the pt reported. A potassium result (later in the day) was 4.5 meq/l.